Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the compact plus suspect device system used. Reference medwatch report with patient identifier (B)(6) for the advantage suspect device system used.

Event description:
Reporter alleged obtaining a result of 76 mg/dl on the advantage system compared back to back with a result of 39 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that he was feeling shaky and self-treated with soda and ate. Reporter also stated he had eaten lunch 30 minutes prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.